Manufacturer narrative:
Thermo fisher scientific's analysis of the software data log files confirmed 18 false positive calls out of the 659 patient sample wells analyzed. File (B)(4) had 2 false positive calls. File (B)(4) had 15 false positive calls, all on one side of the assay plate. Root cause: optical mixing (an irregular baseline at the beginning of cycling) due to inadequate vortexing of the qpcr plates. File (B)(4) had 1 false positive call. Root cause: a bubble in the reaction well due to inadequate centrifugation of the qpcr plate. The thermo fisher field application scientist assigned to this account re-trained the customer to vortex and centrifuge the plates according to the instructions in the IFU and the customer has not reported additional problems since.

Event description:
The lab reported a positive patient result on (B)(6) 2020 to the ordering physician. However after reviewing the amplification curves, they determined the result was a false positive; therefore, they retested the sample on (B)(6) 2020. The result was negative and was provided to the ordering physician. The lab notified thermo fisher on (B)(6) 2020 and provided a different run from a separate instrument data file on (B)(6) 2020 with an alleged false positive result. In this instance, it was determined that a bubble had popped in the well, late in the run, producing an erroneous amplification signal. The lab did not report any deaths or serious injuries to thermo fisher scientific. Thermo fisher's review of the patient results, run results, and additional data from the customer, showed that the false positive results were due to user error. In the first case, the user did not vortex properly, resulting in optical mixing and an incorrect positive call. In the second case, the user did not properly centrifuge the qpcr plate according to instructions in the IFU, resulting in a bubble in the reaction well and an incorrect false positive call.